Manufacturer narrative:
Unable to flush the catheter in standby. They were curious how she still has an ap on the pump. Esp personnel reviewed the fo ap and how it is obtained. Also reviewed how to verify the inner lumen is or is not clotted off.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen and not able to flush the catheter. There was no harm or injury reported.